Event description:
Suspected false positive sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested negative with another brand's rapid antigen assay. The consumer mentioned that they have had continuously tested positive with quickvue otc during a clinical trial in the past.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.